Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the lower sheath restrictor tubing through pinch valve vl46b was leaking. The fse replaced the tubing, which repaired the leak. The fse also found that the light scatter (ls) latron pulse was not stable. The fse replaced the ls preamp, which resolved the latron pulse issue. The fse also found that solenoid sol44 was damaged. The fse replaced the solenoid to resolve the issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the rear of the coulter lh 780 hematology analyzer. The volume of the leak was about 10 ml and was not contained within the instrument. The customer did not report any error messages at the time of the event. The instrument was down. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.